Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "constant door jammed message" was reproduced. A review of the event history log revealed multiple "door jammed!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the upper latch switch failure. The upper auxiliary is required to replace to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had constant door jammed message during testing in the biomedical service department. There was no patient involvement. No additional information is available.